Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. Customer's blood glucose level was around 200 mg/dl. The insulin was not stored at room temperature. The device was not returned.

Manufacturer narrative:
Reference medwatch 3004209178-2015-66657 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.